Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging from over 500mg/dl to "high" on their bg meter. Manual injections were administered to address the bg levels. A cartridge and infusion set change was performed as well as multiple infusion set site changes to address the occlusion alarms. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. While disconnected, the customer delivered a test bolus and no additional occlusion alarms occurred. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned and a different issue was identified.